Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "pain in body". The cause of peritonitis was unknown. The patient was hospitalized for the event. Pd therapy was discontinued and the patient was switched to hemodialysis. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient "doesn't have peritonitis anymore". No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.